Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50 , serial: (B)(6), batch: 2000018929/20484025.

Event description:
It was reported that the patients ipg was not working as intended. It was also noted that the leads had high impedances causing inadequate stimulation. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively, and the explanted devices were discarded by the medical facility.